Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure in the ureter to treat urolithiasis performed on (B)(6) 2023. During the procedure, when the suture was slightly pulled and tension was applied, the stent got separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Update to block g1 for manufacturer contact person block h10: the returned tria firm ureteral stent was analyzed, a visual and magnification evaluation noted that the bladder coil was detached. Additionally, the suture and positioner were not returned. A functional inspection was performed and a mandrel 0.036 was loaded into the device. It was noted that there's no resistance felt. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. These problems could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. Therefore, the as analyzed cause code will be failure to follow instructions. If the suture string or retrieval line is intended to be removed before procedure, the retrieval line may be cut prior to stent placement. Based on the time of event, it occurred in the preparation, meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found problem. The reported problem of difficult to advance and stent shaft break are not confirmed it was not detected and for this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since the interaction between the user and device caused or contributed to the error.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure in the ureter to treat urolithiasis performed on (B)(6) 2023. During the procedure, when the suture was slightly pulled and tension was applied, the stent got separated. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event.